Event description:
The following information was provided: as reported: "patient dislocated her unipolar. She was revised to a resection arthroplasty with no implants (girdlestone). No rep present. No allegations against the implants. No further information will be made available." Right hip.